Manufacturer narrative:
Msds was reviewed in association with this event. No definitive root cause for this event has been determined to date.

Event description:
A beckman coulter inc. (Bci) warehouse operator reported that three bottles of coulter act 5diff fix reagent were leaking. There was visible damage to one bottle. The operator was wearing personal protective equipment (ppe), and there was no exposure of the reagent to mucous membranes or open wounds. No death or injury occurred and medical attention was not sought.